Event description:
It was reported that the bd maxzero multi-fuse extension set experienced a missing component. The following information was provided by the initial reporter: during priming, the hcp found that the connector and the tubing were not connected properly. Since it was possible to disconnect the connector that had been connected crookedly by turning it around, the hcp re-connected it properly but stopped using this affected product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: one mz5303 product was received for investigation without packaging, however the customer indicated that the sample was from lot 21025536. A connecting nipro 10ml syringe was also received to assist the investigation. A visual inspection confirmed the customer's experience, as the maxzero component was received separated from the female luer connector of the mz5303 product; a closer inspection identified solvent was present at both affected components. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 21025536 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the bd maxzero multi-fuse extension set experienced a missing component. The following information was provided by the initial reporter: during priming, the hcp found that the connector and the tubing were not connected properly. Since it was possible to disconnect the connector that had been connected crookedly by turning it around, the hcp re-connected it properly but stopped using this affected product.